Event description:
The customer reported the device was failing the user initiated shift/system check defib test with paddles and the pads cable with test load. Replacing the test load did not resolve the issue. The system log contained recent entries of error code 90008 (extended self test defib test failure).

Manufacturer narrative:
(B)(4). The customer reported the device was failing the user initiated shift/system check defib test with paddles and the pads cable with test load. Replacing the test load did not resolve the issue. The system log contained recent entire of error code 90008 (extended self test defib test failure). The philips response center (rc) worked with the customer by phone and had the customer examine the system log for related errors. The customer ran the shift check a number of times with different configurations and confirmed the issue. There was no pt involvement. The site biomed confirmed that he replaced the power pca to resolve the reported problem. The device passed operation performance assurance testing and remains back in service.